Event description:
A nurse (rn) reported to engineering a burning electrical smell permeating throughout the wing. Engineering and security responded, searched and located a workstation on wheels (wow) with a flickering charger display and the strong smell of smoke next to an unoccupied patient bed. The unit was unplugged and transported to the ground floor utility area for storage until repaired. Several minutes later the utility area smoke alarm activated and the team responded to find the lithium-ion battery emitting smoke. The wow was transported to the back loading dock area and held to determine source of smoke and evaluation. The wow's batteries then began to spark and emit large flames several times. The team then sprayed the wow with a dry soda based extinguisher and placed the device into an empty metallic bin where it continued to flame up and melt the battery and workstation. City fire was dispatched and biomedical was contacted to determine next steps approximately an hour and a half later. City fire contained equipment until there was no further burning of the device and handed it off to hospital biomedical and it collaborated to contact manufacturer and submit adverse event report. No patient harm or care area evacuation occurred due to this event. The manufacturer is determining further plan of action on retrieving devices for analysis and report.